Event description:
It was reported that during screw insertion, the gold locking ring of a reflex hybrid 1 level plate separated from the plate. The screw and locking ring were removed and a new screw was inserted. The plate was left in the patient without the fourth locking ring which had separated from the plate. There were no adverse consequences to the patient or reported surgical delays.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during screw insertion, the gold locking ring of a reflex hybrid 1 level plate separated from the plate. The screw and locking ring were removed and a new screw was inserted. The plate was left in the patient without the fourth locking ring which had separated from the plate. There were no adverse consequences to the patient or reported surgical delays.

Manufacturer narrative:
Microscopic inspection was performed on the locking ring. Material abrasion and discoloration was identified on the surface and edges of the ring. The spiral shape of the ring among with the material abrasion indicate that the screw did not follow appropriate pathway and/or was inserted below the locking ring and damaged the ring. Per the surgical technique "screws should be inserted to the point where they are just above the ring". Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported that the ring fractured off before final tightening. The reflex ug screw extractor assembly and the reflex ug screw extractor inner shaft were used to insert the screw. The drill guide was not used, the implantation angle is unknown, the customer did not report bending the plate, bone quality is unknown. The root cause of the ring disengagement is most likely incorrect trajectory due to free-handing during hole preparation among with a wrong device used to insert the screw. Per the surgical technique, the screw extractor is the primary instrument used to remove bone screws that have been locked into the plate. Bone screws should be placed using one of three insertion drivers: the quick turn screwdriver, the collet screwdriver or the insertion driver. In addition, potential contributing factors based on the risk file: insufficient visibility. Screw over angulated. Screw does not immediately cut into bone and causes force to act on locking ring.